Event description:
This patient underwent left cochlear implantation using a nucleus 22 device about 20 years ago. He suffered a partial failure of the device some time in the past year, and did not have sufficient benefit from reprogramming.